Event description:
It was reported that the stent partially deployed. A 7mmx120mmx130cm eluvia self-expanding stent was selected for use in the distal superficial femoral artery (sfa). There was heavy calcification, and atherectomy was not performed prior to stenting. The stent was unable to fully deploy and the delivery system had to be pulled out in pieces to deploy the stent. Another eluvia stent was placed proximal to the stent. The procedure was completed. There were no patient complications. It was further reported that vascular access was obtained via up and over. The target lesion was a chronic total occlusion which was 100% heavily calcified with normal tortuosity. It was located in the superficial femoral artery and proximal popliteal artery. The lesion was pre-dilated. The pull grip was not used to deploy the stent. The stent deployed approximately 90%, but it was constrained on the proximal end. It was not stretched or elongated.

Event description:
It was reported that the stent partially deployed. A 7mmx120mmx130cm eluvia self-expanding stent was selected for use in the distal superficial femoral artery (sfa). There was heavy calcification, and atherectomy was not performed prior to stenting. The stent was unable to fully deploy and the delivery system had to be pulled out in pieces to deploy the stent. Another eluvia stent was placed proximal to the stent. The procedure was completed. There were no patient complications.